Event description:
On (B) (6) 2010, the lay user/pt's friend and/or family member contacted lifescan (lfs) alleging that the pt's one touch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt or reporter by phone to obtain additional info. The reporter claimed that the alleged inaccuracy began on (B) (6) 2010. On an unspecified date, the reporter stated that the pt obtained blood glucose readings of "408, 89, 197, and 82 mg/dl" with the subject meter, performed greater than 20 minutes apart from each other. The cca noted that the pt manages her diabetes with insulin (self-adjuster); however, it is not known what action, if any, the pt took regarding her diabetes mgmt as a result of the alleged issue. Approximately one week after the alleged issue started, the reporter claimed that the pt developed symptoms of confusion, feeling sleepy and mild seizures. It is not known if the pt tested with the subject meter just prior to or at the onset of symptoms. The reporter stated that the pt was treated with an unspecified amount of humalog insulin by a non-hcp; however, the reporter did not recall the date/time the treatment was provided. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.